Event description:
An endurant stent graft system was implanted for the endovascular treatment of a mildly tortuous abdominal aortic aneurysm. The stent graft was successfully implanted. It was reported that the left hypogastric artery was inadvertently covered by main body ipsilateral limb; covering the hypogastric 5 to 10mm. This was not due to an inaccurate delivery. The first angiogram showed flow to the h ypogasteric, but another second angiogram showed the hypogastric to be blocked or occluded by the stent graft. No secondary intervention was performed. The patient will be monitored. No clinical sequelae were reported and the patient is fine

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); (unknown cause of event) conclusion: (unknown cause of event).